Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address knee instability and tibial loosening at the cement to implant interface. Depuy cement was used. Surgeon wanted to proceed with a poly swap, possible full revision. On xray it looked like the tibia may have subsided anterior. Doctor removed poly, and tapped the tibia with a bone tamp. Tibia came out with no cement on it. Cement was depuy hv. Original surgery done by other surgeon. Doi: (B)(6) 2016; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.